Event description:
It was reported that the head of theatre, reported in her letter that she was observing a surgery procedure. During surgery she observed that the surgeon had problems with the target device. According to the surgeon both locking screws went astray downwards. The surgery was completed suing another one.

Manufacturer narrative:
The instruments passed the pre-operative function test. Furthermore, dynamic test revealed the resistances against deflection during use as intended for the target devices with catalogue # 13200100. The subject of the complaint mis-guiding of distal screws could not be verified for this device. Additional lot # kp237385.